Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was having recharging of ins issues, including communication issue while recharging. Difficult or intermittent communication between ins and recharger. The rep checked impedances. They were fine. Patient stated that she had lost weight. Upon further examination of where the batteries located noticed that the battery is tilted. Which makes charging harder for patient

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.